Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> conclusion and justification status: the complaint states patient was revised to address severe hip pain. Upon opening the joint capsule there was severe metallosis from a previous surgery occurring in the past 5 years. Summit stem was left in situ. Surgeon decided to revise all acetabular components and full synovectomy. A review of complaint databases did not identify any anomalies. A review of manufacturing records did not identify any anomalies. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4).. Device history lot ==> d12041460. Device history review ==> product code 121720500p, work order /lot no. D12041460 was manufactured on 23-apr-2012 . (B)(4) were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address severe hip pain. Upon opening the joint capsule there was severe metallosis from a previous surgery occurring in the past 5 years. Summit stem was left in situ. Surgeon decided to revise all acetabular components and full synovectomy. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address severe hip pain. Upon opening the joint capsule there was severe metallosis from a previous surgery occurring in the past 5 years. Summit stem was left in situ. Surgeon decided to revise all acetabular components and full synovectomy. Doi: (B)(6) 2013; dor: (B)(6) 2017; unknown hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address severe hip pain.